Event description:
The external pulse generator was returned for a loaner evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper case was dented which affected the seating of the keyboard, the lower case was broken, the ring cover and ring bail were missing, one side bail, the battery drawer, keyboard, serial number label and the liquid crystal display were contaminated and that the encoder flex had uneven flex, though it was functional. (B)(4).